Manufacturer narrative:
Correction information: the initial medwatch report indicates: malfunction. The initial medwatch report should indicate: death. Supplemental information: the patient identifier has been added (inc-10457), as well as the patient's age ((B)(6) years). A copy of the analysis report from the physio-control principal scientist was provided to the customer on 08/11/2017.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio-control performed an analysis of the downloaded electronic patient record with the following results:  after twelve appropriate no shock advised decisions for a paced rhythm, the shock advisory algorithm reached three inappropriate no shock advised decisions for apparently pulseless ventricular tachycardia. The shock advisory algorithm reached a no shock advised decision after analysis 13, because it measured relatively steep downslopes in the qrs complexes. The algorithm uses this criterion to help differentiate pulsatile vt and supraventricular tachycardia from pulseless vt. The qrs slopes are typically lower with pulseless vt because the ventricular depolarisation wavefront propagates more slowly when the myocardium is highly ischaemic. The relatively steep downslopes in the vt complexes again caused a no shock advised decision in analysis 14. The patient's heart rhythm appeared to be a most unusual type of vt in analysis 15. There are three morphologies of qrs complexes, with every third complex similar. The heart rate is 180/minute, triple the pacing rate. The shock advisory algorithm counted just one type of qrs complex when calculating rate, and the measured rate of 60/minute resulted in a no shock advised decision.  The pacing artifact in the ECG was very tiny, so the pacing had no effect on the shock advisory algorithm's  decisions, except that the pacing may have resulted in the unusual set of three qrs morphologies in analysis 15 that caused the low rate calculation.  After analysis 15, the lifepak 15 was changed to manual mode and a defibrillation shock was delivered, terminating the vt. After twelve appropriate no shock advised decisions for a paced rhythm, the shock advisory algorithm reached three inappropriate no shock advised decisions for apparently pulseless vt. While the three decisions were inappropriate, the device analysed the ECG according to its design; there is no evidence of a device malfunction. Clinical testing and experience with the device indicate that the device usually, but not always, advises a shock for pulseless vt.

Event description:
The customer contacted physio-control to report that their lifepak15 monitor/defibrillator did not advise a shock while the patient was in ventricular tachycardia (vt). It was reported that initially, the patient's ECG appeared to be a dual chamber paced rhythm, but it changed to vt.  After the device was switched to manual mode, a defibrillation shock was delivered, and was effective in converting the ECG rhythm to non-shockable. The patient had a pacemaker. The customer wondered whether the pacemaker had made it difficult for the lifepak 15 monitor/defibrillator to decide if a shock was needed. The patient had expired.